Event description:
It was reported that the pump shut off unexpectedly. Customers blood glucose level was reported as "high" with large ketones. Specific bg value was not provided. Customer addressed elevated bg with a manual correction injection. Reportedly the customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.